Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen has sections of the pump display blocking graphics/text of the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer will continue to use current pump.